Manufacturer narrative:
This report is submitted on december 6, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient developed an infection at the implant site was treated with oral and topical antibiotics. The infection has since resolved following treatment and the patient has resumed use of their device.